Event description:
The customer reported a leak of approximately 3 mls coming from under the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) discovered that the sample line had disconnected from the bottom of the flow cell. The fse cleaned the bottom of the fitting added a piece of yellow stripped tubing to the sample line to help secure the sample line tubing on the bottom of the flow cell resolving the leak. (B)(4).